Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer stated that the drive support cap was sticking out. Customer pushed it lightly but did not apply pressure to it. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that the pump was dropped and the drive support cap popped out of place. This occurred about 3-4 weeks ago. Customer stated that there is a crack along the side where the reservoir locks in place. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube.